Event description:
The customer's family member called to report that the customer was admitted in the hospital for high bgs. It was stated that the customer had high bgs prior to the set change. The bgs remained high and the customer did not try another set. Then the customer was hospitalized and disconnected from the pump. The customer started on manual injection routine. Troubleshooting was performed. The pump passed the self-test, but did not pass the high-pressure test. Advised the customer to remain on manual injections back up plan.